Manufacturer narrative:
(B)(4) 2014. A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. This is a disposable device. No parts have been returned to manufacturer for analysis.

Event description:
A medtronic ent representative reported that, while in an ear, nose & throat (ent) procedure, the site alleged an inaccuracy when navigating the sphenoid balloon. When plugging in the instrument and navigating, the tip of the balloon appeared to be multiple centimeters deeper than it actually was in the patient. Instruments other than the balloon seekers were all accurate. No specific measurements of the alleged inaccuracy, or further details of the procedure, were provided. The surgeon acknowledged the inaccuracy and opted to continue the procedure to completion, with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Expiration date, lot number and associated manufacture date provided.